Event description:
Additional information received from the sales rep on 4 mar 2010, the surgeon performed an alif revision surgery to replace the implant with a larger size due to pseudoarthrosis. During the procedure, the surgeon replaced one of the pathfinder screws with a sequoia screw and while using the sequoia modular screwdriver, the tip broke. The tip did not separate from the driver. The surgeon was able to use another driver that the rep had and there was no surgical delay nor harm to the patient. An adverse event has been associated with this malfunction in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.